Event description:
Pt called because she had sensitivity treated on the lower left side. She said the dentist did not use a rubber dam and when the gel was applied the tissue immediately started to blister and burn. She said the dentist rinsed it off immediately and apologized. She said the dentist knew she had many allergies but failed to protect her tissues from contacting the gel. The pt said she saw her primary physician who prescribed an antifungal lozenge (clotrimazole). She said that has not worked. She has used it for nearly 2 weeks. She said that the doctor has now prescribed prednisone, but she has not picked it up. She said that the blisters and burning went down in 5 days, but that the tissue is still red and swollen. She said she can't taste anything or eat acidic foods as it hurts. She did not want to give the dentist's info as she did not want to get her in trouble and that she is still seeing this dentist. Informed her that dentist would only be contacted to get further info on the incident like lot number and to pick up the syringe for testing if possible. She said that she would give the dentist my contact info and discuss that she had spoken to heraeus. On (B)(6) 2012 pt said that she saw an ent. He prescribed prednisone gel and kenalog. She said that the symptoms have resolved as of (B)(6) 2012. She said that she does notice a burning feeling and slight gum redness when she eats spicy foods. She gave treating dentist info. On (B)(4) 2012 dentist said that the pt was treated for hypersensitivity that she could not pin point on the lower left. She said that when they had purchased the gdpg they did not realize they could not get it on the tissues. She said that the pt felt burning immediately after it touch her tissue so she rinsed it off and said that she did not see the blistering, but it was a little red. She said the pt has a lot of allergies and she should have protected her tissues, but she did not and this was her fault. She said that she provided the directions and msds for the pt. She said that on (B)(6) 2012 the pt called to inform her that she had seen her doctor and that she had blisters, redness and swelling. She said she was told she felt like she had thrush and that the left side of her tongue had a yellow coating on it. She said that she was told the doctor prescribed an antifungal but it did not work and that she now had a prescription for a steroid, but did not think she could afford it. She said she advised the pt to take the prescription. She said she has not talked to the pt since that date. Asked if we could pick up the syringe used. She said that she would not know which one it was. She said that she did not believe it was a product problem. She said it was a user error issue on a very sensitive pt. She said she did not see any reason to investigate further.

Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. Gluma desensitizer directions state to, "protect mucous membranes from contact with the product by using a rubber dam." It also states that, "gluma desensitizer powergel must not be used: if necessary precautions cannot be taken or stipulated application technique is not possible." The dentist has stated she did not use a rubber dam and feels this was a user error issue. The directions for use warns that gdpg is, "irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin contact gluma desensitizer powergel contains glutardialdehyde that may cause localized irritations and may cause sensitization either directly or through inhalation." It also warns, "this product or one of its components may in particular case cause hypersensitive reactions."